Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-70 serial #: (B)(4) description: linear 3-4 lead, 70cm the explanted devices were not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had excessive bleeding which started at the time of incision. The physician believed that the bleeding was not device related but suspected that the patient did not discontinued the use of aspirin before the procedure. The patient underwent an explant procedure. The patient was doing well post operatively.